Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to inappropriate event termination. It was also reported that clusters of pacing spikes were noted on the monitor. The ra lead remains in use. No patient complications have been reported as a result of this event.